Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported being hospitalized for diabetic ketoacidosis on (B)(6) 2014. He stated he woke up and his blood glucose was 200 mg/dl. By the afternoon, his blood glucose was 550 mg/dl. Customer had changed his infusion set and reservoir the night before. It was discovered that customer had received a bad batch of insulin from the pharmacy, which caused the incident. He was released from the hospital after a couple of days. Customer declined troubleshooting. Nothing further reported.